Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: code 3191 used to capture required surgical intervention. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: teresa bas, nuria franco, paloma bas, jose luis bas (2012), pain and disability following fusion for idiopathic adolescent scoliosis: prevalence and associated factors, evidence-based spine-care journal, vol. 3(2), pages 17-24 (spain). The retrospective prognostic study aims to describe the prevalence of pain following fusion for ais and to identify factors associated with greater pain or disability. Between january 1, 1997, and december 31, 2007, a total of 104 patients (13 male and 91 female) with a mean age at the time of surgery was 14.9 years (range, 12-17 years) and mean age at follow-up was 19.6 years (range, 13-27 years) were included in the study. The universal spine system (uss) was used most frequently with a mean of 11 levels fused (table 1). There were 22 patients lost to follow-up, 9 patients address was unknown, 4 patients refused to participate and 9 patients traveling distance was excessive. The percentage of follow-up is 82.5%. Follow up in the past 6 months. The following complications were reported as follow: 30.8% of patients reported mild pain. 24.4% of patients reported moderate pain. 7 patients (6.7%) reported moderate to severe pain in the previous 6 months. 5 patients had superficial infection were 4 of them marking the response any pain on q1 and was not significantly involved with complaints of pain. 7 patients had reoperation . 11 patients had pseudarthrosis . 4 implant failure. 7 patients had frontal plane correction loss. 1 patient experience deep late infection. 3 patients had dislodgement of rostral or caudal hook (1 experience no pain and 2 has complained pain) . This report is for a universal spine system (uss) construct. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for unknown uss construct instrument. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for unknown uss construct instrument. PMA/510(k) number is not available. Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: teresa bas, nuria franco, paloma bas, jose luis bas (2012), pain and disability following fusion for idiopathic adolescent scoliosis: prevalence and associated factors, evidence-based spine-care journal, vol. 3(2), pages 17-24 (spain). The retrospective prognostic study aims to describe the prevalence of pain following fusion for ais and to identify factors associated with greater pain or disability. Between january 1, 1997, and december 31, 2007, a total of 140 patients (13 male and 91 female) with a mean age at the time of surgery was 14.9 years (range, 12-17 years) and mean age at follow-up was 19.6 years (range, 13-27 years) were included in the study. The universal spine system (uss) was used most frequently with a mean of 11 levels fused (table 1). There were 22 patients lost to follow-up, 9 patients address was unknown, 4 patients refused to participate and 9 patients traveling distance was excessive. The percentage of follow-up is 82.5%. Follow up in the past 6 months. The following complications were reported as follow: 30.8% of patients reported mild pain. 7 patients (6.7%) reported moderate to severe paint in the previous 6 months. 5 patients had superficial infection were 4 of them marking the response any pain on q1 and was not significantly involved with complaints of pain. This report is for a universal spine system (uss) instrument. This is report 1 of 1 for (B)(4).